Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an occlusion alarm on the ilet with bg 279 mg/dl while using a steel contact detach infusion set (23" tubing). The user noted stretched and discolored tubing near the end. After a full supply change, insulin delivery resumed. A follow-up confirmed bgs trended down before rising to 330 mg/dl after an unannounced meal. No hospitalization or long-term effects reported.